Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +21.0d) was explanted due to the patient's dissatisfaction. An lal+ was implanted in the eye as a replacement. Rxsight's first awareness of this event was on (B)(6) 2023.